Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify "the procedures were adopted, but the stapler continued locked.": was the device locked on tissue with the jaws closed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a vertical gastroplasty procedure,on the 3rd shot, the stapler cut and stapled and then the blade did not return. The procedures were adopted, but the stapler continued locked.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57742. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.